Event description:
During pg replacement procedure, stuck setscrew was observed. The setscrew was not loosened with a torque wrench and a wrench kit. Therefore, the header was broken and attempted to remove the lead. However, the lead was unable to be removed. The lead was severed and a part of the lead was remained in the patient. A new pg was implanted with a new lead. Account: (B)(6) explant date: (B)(6) 2012 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)